Manufacturer narrative:
A philips field service engineer (fse) went onsite and retrieved and reviewed the system log files and clinical audit logs. The fse reviewed the logs with the customer and provided to them. Normal system operation was seen in all logs. During the time of the incident, the system showed 2 asystole alarms displayed and audibly alarmed. Several reminders were also displayed and acknowledged by the user. The device was confirmed to be operating per specifications and no failure was identified. The device remains at customer site.

Event description:
The customer reported that in rm3214 they did not hear the additional asystole alarms after the initial one of 00:56. The device was in use at time of event. The patient passed away.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.